Manufacturer narrative:
Concomitant products: 6947m62 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, high left ventricular (lv) lead outputs were noted. The lv lead vector and outputs were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.